Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse discovered that aspirate probe #2 was not seated properly and corrected the issue. It is unknown if the improperly seated probe is related to the event as the customer had changed the probes as part of troubleshooting after the non-reproducible access accutni+3 result was obtained. The fse then performed verification testing including system check, high sensitivity system check, calibration and quality controls (qc). All testing passed within published performance specifications. In conclusion, the cause of this event could not be determined with the information provided.

Event description:
The customer did not perform weekly maintenance as part of troubleshooting the event. The beckman coulter (bec) field service engineer (fse) had performed weekly maintenance on the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) on (B)(6) 2015, prior to the event.

Manufacturer narrative:
Information regarding who performed the weekly maintenance and when the weekly maintenance was performed. Conclusion: in conclusion, use error is the cause of the event as an improperly seated aspirate probe was discovered during the beckman coulter (bec) field service engineer's (fse's) visit.

Event description:
The customer reported obtaining a non-reproducible elevated troponin I (access accutni+3) result for one (1) patient involving the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4). The customer re-analyzed the patient's sample on an alternate access 2 immunoassay system portion of a unicel dxc 600i synchron access clinical system and obtained lower results within the normal reference range of the assay. The initial elevated result was released from the laboratory. There was a report of a change in patient treatment associated with this event as the patient was transferred to the hospital after obtaining the elevated access accutni+3 result. Quality controls (qc) and system check parameters were performing within specifications prior to the event. The customer noted that after the event that several attempts to calibrate failed to meet specifications. As part of troubleshooting, the customer performed weekly maintenance which included replacing the aspirate probes. The patient's sample was collected in a serum tube with a gel separator and centrifuged for ten (10) minutes at room temperature. The customer did not supply the exact centrifugation speed. There was no report of sample integrity issues in association with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site to assess the instrument's performance.